Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k: the product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -12.0/+3.0/091 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2019 the lens was repositioned due to low vault and lens rotation. On (B)(6) 2019 the lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
H3-device evaluation: the lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim# (B)(4).